Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. : not returned.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2010 where she was implanted with a stryker hip system. It is further alleged that her right hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt levels revealed in blood-work.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2010 where she was implanted with a stryker hip system. It is further alleged that her right hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt levels revealed in blood-work.